Event description:
It was reported to boston scientific corporation that the physician had difficulty cocking the biopsy needle, or pulling the knob back. This occurred outside the patient during preparation for the procedure. The physician completed the procedure with another trupath biopsy device with no patient complications and the patient's current condition was reported to be "okay."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The initial reported event was an unknown device malfunction. Follow up confirmed that the user had difficulty cocking the device during preparation and there was no serious injury. Therefore, the event is no longer assessed as an MDR reportable event.

Event description:
It was reported to boston scientific corporation that a trupath biopsy device was used during a prostate biopsy procedure. According to the complainant, there was a problem during the use of the needle. The exact problem is unknown. The procedure outcome and the patient's condition are unknown. Attempts to obtain additional information for this event have been unsuccessful to date. Should additional relevant information become available, a supplemental report will be submitted.